Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that some of the reservoirs that she received do not work properly. The customer's blood glucose reading was 559 mg/dl at the time of incident and 135 mg/dl at the time of the phone call. The customer was advised that the reservoirs would be replaced and to return the product for analysis.